Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The health care professional reported via phone call that the customer experienced low blood glucose value. The customer's blood glucose value was 20 mg/dl. The customer mentioned other blood glucose as 150 mg/dl to 160 mg/dl. They also reported issue with sensor insertion. The insulin pump will be returned for analysis. Frn-reservoir, unomedical infusion set.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device communicated properly with the test guardian transmitter.